Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they got multiple pump error. Customer reported that they receive motor arm cannot communicate with the main arm and hardware low level failure alarm. The customer¿s blood glucose level was unknown. Troubleshooting was not performed for pump error. The product will return for the analysis.

Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected pump error 15, pump error 4, or pump error 63 alarms during testing however, pump error 15 alarm, and pump error 4 alarm are found in the formatted history file due to a software error. Pump error 63 alarms are also found in the formatted history file due to broken traces at the keypad assembly.